Event description:
It was reported that the patients wound did not heal properly and noticed a discoloration at the incision site. The patient underwent a revision procedure wherein the physician did an irrigation and restitched the incision site. The patient was doing well postoperatively.

Event description:
It was reported that the patients wound did not heal properly and noticed a discoloration at the incision site. The patient underwent a revision procedure wherein the physician did an irrigation and restitched the incision site. The patient was doing well postoperatively. Additional information received that the patient underwent a revision procedure wherein the ipg was replaced, and new leads were added. The patient was doing well postoperatively. The explanted ipg was not returned as it was discarded by the facility.